Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and replaced the flow sensor.

Event description:
The hospital alleges there was a flow sensor cable disconnection. There was no report of patient involvement.